Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous, mr, 3.0x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found damage noted to the two most proximal stent strut rows. Struts were lifted and pulled distally. The undamaged stent outer diameter was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 84% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery. Following pre-dilatation using 2.0x20mm non-bsc balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.